Event description:
It was reported that the pt underwent a spinal procedure. The tip of the driver was broken during the final tightening. All broken pieces were retrieved and no pt complications were reported.

Manufacturer narrative:
The instrument was not returned for eval. However, the images of the broken screwdriver were reviewed. The tip of the screwdriver was confirmed to break into three pieces. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. We are unable to determine the cause of the event.